Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the tower door was failed and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the few cubies that were opening too slow. The field service engineer (fse) ensured all drawers opened and closed properly, retrieved a medication from between the cubie pockets, retrieved two medications from under the medstation, opened the back panel and inspected behind each drawer and their respective parts. Increased the tension on the spring for a few cubies that were opening too slowly or not at all. Replaced the retractor band on both half height drawers 2.1 and 2.2. Replaced the inseparable latch on full height drawer 3. The system functioned as intended after field service engineer repaired the device.